Event description:
During verification testing at the service ctr leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.